Event description:
During a procedure of an anterior communicating artery when the subject device was advanced to the area of treatment with an excelsior sl-10 microcatheter, the coating peeled off. The procedure was completed with another device. The area of treatment was very tortuous. The pt was reported in good condition.